Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
A device report from (B)(4) indicates during a corpectomy of the c7 vertebral body surgeon inserted a graft into the space, then selected a cslp-va 2-level plate and inserted five screws to lock down the plate, two cranial, two caudal and one into the graft. As surgeon was tightening the screw going into the graft, one of the flanges on the screw head broke off in the pt. Surgeon could not tighten screw or remove the screw with the screwdriver. Surgeon attempted to remove the screw with a pituitary and broke a second flange, leaving only two. Surgeon tried to remove the screw with the conical extraction device, without success, with the tip of the conical extraction device breaking off in the head of the screw. Surgeon was unable to remove the tip of the extraction screw, tip remains in the pt along with two flanges of the screw heads. The remaining four screws were locked down and the procedure was completed. This is two of three reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.